Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent hip revision approximately six years post-implantation due to patient allegations of unknown reason. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent hip revision approximately six years post-implantation due to patient allegations of pain and osteolysis.. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained. Operative report noted the synovium was seen to be stained a dull gray due to metallosis.

Manufacturer narrative:
(B)(4). Medical products - m2a magnum taper adapter catalog#: 139256 lot#: 921460, m2a magnum acetabular cup catalog#: us157852 lot#: 979810, bi-metric femoral stem catalog#: x11-180310 lot#: 123220. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed through review of medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.